Event description:
It was reported that on (B)(6) 2017, the patient had a bilateral tkr performed. Recently patient presented with pain and infection on his right side tkr. A revision surgery was performed on (B)(6) 2020 to correct the issue. All the implants were removed.

Manufacturer narrative:
It was reported that a revision surgery was performed due to the patient presented with pain and infection on his right side tkr. The affected genesis ii resurfacting patella, genesis ii tibial baseplate, genesis ii oxinium femoral component and legion xlpe high flexion tibial insert, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the risk management files identified the reported failure as potential adverse events. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no medical records provided, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.